Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on an incisional hernia repair, the patient experience hernia recurrence. To resolve the issue the patient had to undergo re-operation for hernia fix repair.